Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
The surgeon reported via our sales rep, that a male pt underwent a revision surgery due to the nail fracturing 5 month post op.